Event description:
It was reported that a cartridge alarm event occurred. There was no reported adverse impact to the customer's blood glucose level. The pump was no longer under warranty, and it was not returned for further evaluation. There was no additional information on corrective actions taken by the customer or technical support.